Event description:
It was reported that this patient had a high concentration in the pump tubing and that the catheter was 'not working.' The physician had wanted to put saline in the pump to replace and change the drug concentration. It was later reported that the catheter flow after six years was not good but there were no volume discrepancies at refills. The physician elected to implant a new catheter and pump and the existing ones were explanted. The patient was reported as 'fine' after the procedure. It was not known what medication this device system delivered.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).